Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29may2020.

Event description:
The customer reported display is dim. There was no patient involvement.

Manufacturer narrative:
G4: 06aug2020. B4: (B)(6) 2020 the manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the user interface the biomedical engineer observed the error during a routine (preventive maintenance) pm inspection. The customer replaced the defective user interface to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23oct2020. B4: 27oct2020. The user interface (ui) assembly was returned to failure investigation (fi) for evaluation. Visual inspection reveals no anomalies. The returned ui will be installed into known good ventilator and boot into normal operation. In examination of the (liquid crystal display) lcd panel, it was found that the wires connecting the backlight inverter to the display were discolored due to high temperature. Customer complaint verified. Root cause is failure of lcd. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.